Manufacturer narrative:
Product ID 3889-28, lot# va0d0e0, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative had not received an update on the patient after recovery. They did meet with the patient after the revision in recovery and they were feeling stimulation appropriately.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was at normal elective replacement indicator (eri). The ins was repositioned deeper and was not replaced and the manufacturer representative was not at the case. The patient had a pocket revision done today because, the patient thought the ins was too superficial and was not comfortable. The patient¿s health care provider (hcp) placed the ins deeper in the same pocket and the manufacturer representative did not know how long the pocket discomfort was occurring for the patient. The manufacturer representative saw the patient post-operatively and turned on stimulation. The patient was getting therapy and their impedances were checked. Four days later, the manufacturer representative had not been able to follow-up with the patient yet. They would be going to the hcp¿s office tomorrow and would check in with the staff and see if the patient had called post-operatively. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.